Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had perforated post implant. As a result, there were high capture thresholds noted on the lead. The lead was repositioned to a high septal location where it had acceptable thresholds on (B)(6) 2020. There were no known patient symptoms, and the patient was in stable condition throughout.